Event description:
(B)(4) it was reported by the consumer that the 6960-09 patient lift out chair hand pendant cord that goes from the motor to the hand pendant started smoking while in use. It had not been plugged for 3 months, and after smoking, the cord was burnt thru. There was no patient injury.